Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the patient line during drain 3 and after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The warning occurred four times. The cause of the leak is unknown. The patient was advised to reset up treatment with a new box of cassettes, new bags, and new tubing. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient noted a hole in the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: on july 19, 2023, reynosa got one sample of a product that the client had complained about but had not specified the original packaging or label. A second sample was also received on july 26, 2023, but neither the original packaging nor label could be found. The second sample was received with another complaint number. Although both complaint files are connected, the investigation into the purported product 050-87216 will be conducted under this complaint file. The product that was received matches this complaint, as detailed in the complaint file description. A leak was discovered on the patient line of both samples while the complaint product sample was being disinfected. Three holes were seen when the microscope was used for a visual inspection. This kind of damage could have the following causes: operator fail to follow work instruction, unqualified operator, unclear work instruction, and container incorrectly identified. Since the lot number of products involved is unknown, a manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the patient line during drain 3 and after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The warning occurred four times. The cause of the leak is unknown. The patient was advised to reset up treatment with a new box of cassettes, new bags, and new tubing. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient noted a hole in the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.